Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal end/electrodes of the lead were bent. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture and a decrease in r-wave amplitude. A dislodgement was suspected. The rv lead was repositioned; however, within one day of the repositioning the rv lead had high capture thresholds and a second dislodgement was suspected. The rv lead was explanted and replaced due to the two dislodgements and a downward bend noted in the distal portion of the lead. No patient complications have been reported as a result of this event.